Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a speaker malfunction. It is not clear at the time of this report if there was also a loss of audio. There was no patient involvement.